Manufacturer narrative:
There was no relationship found between the reported incident and the returned device. Visual inspection shows that the device label and the warranty seal are in good condition. The top cover is scratched and bent. A inside view revealed that the mainboard is unscrewed and the screws are loose inside. There are no manufacturing abnormalities visually observed on the unit. During the functional test, the device was powered up and generates an 'e-7 wand error' message. Further functional evaluation could not be performed as the failure could not be reset. The complaint was not verified as the reported error could not be detected. The root cause could be determined as an electrical component failure on the mainboard. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the console is showing an error e8. No significant delay or patient injury reported. The procedure was completed with a competitor device.